Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "when setting up an apex pump we noticed something stuck in the tubing for line 14."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging, and two (2) photographs were provided for evaluation. The provided photographs showed a brownish substance on micro line 14. The sample confirmed foreign matter inside micro tubing 14. A deeper examination of the foreign matter suggests a moveable insect inside of the tubing. Based on the investigation finding, the sample was not within internal specification; therefore, the reported defect was confirmed. Although the defect was confirmed the exact root cause was not able to be determined at this time. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the packaging and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established packaging and inspection processes. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.